Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other similar reports with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code, see MDR 3013394970-2017-00203. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the device failed to click in place; issue was found pre-treatment and the device was not used on patient; another device was used to achieve hemostasis; and there were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr hemostatic sheath and arteriotomy locator associated with a 6fr angioseal vip device were returned for evaluation. The returned components were then subjected to visual analysis where it was noted that the arteriotomy locator had a slight bend present, which is consistent with use. There was also noted blood like substance present on the arteriotomy locator. The hemostatic sheath and the arteriotomy locator were not mated upon receipt. No other gross anomalies were noted so the components were subjected to microscopic analysis. There was noted flash at the hub/ tubing junction of the arteriotomy locator. The flash was measured and confirmed to meet manufacturer specification. The cylinder where the hemostatic sheath sits when the two components are mated the distal ridge appeared present with a distinction between the distal ridge and the indentation where the hemostatic sheath hub would sit. The hemostatic sheath was then analyzed for any anomalies. No anomalies were found. Functional testing was conducted. The arteriotomy locator was then inserted in the hemostatic sheath. When the two components were completely mated, both an audible and tactile click were experienced. As an indicator for proper insertion, the blood inlet holes were properly aligned. The two components were then uncoupled and typical resistance was experienced to cause the dislodgement of the arteriotomy locator. The easy dislodgement of the arteriotomy locator could not be confirmed based on the returned sample. Both an adequate tactile and audible click were experienced upon functional testing. The flash that was observed was within specification. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.